Event description:
It was reported that during a subclavian CT treatment, after cip installation, the catheter allegedly disconnected and migrated into the ventricle. It was further reported that a lasso was required to retrieve the catheter from the ventricle. The catheter was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation. However, two electronic photos were provided for review. The investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event are unknown and cannot be verified from the provided photos. However, the investigation is confirmed for the reported fracture and material separation issues as the photo shows one hickman titanium port, one small piece of catheter segment attached with the port stem and one detached distal catheter segment. Furthermore, a complete circumferential fracture was noted to the proximal end of the catheter segment. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date: 05/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device - expiration date: 05/2024. The catalog number identified has not been cleared in the us but is similar to m.r.I low-profile implantable port that is cleared in the us. The 510k/PMA number and pro code is identified.

Event description:
It was reported that during a subclavian CT treatment, after cip installation, the catheter allegedly disconnected and migrated into the ventricle. It was further reported that a lasso was required to retrieve the catheter from the ventricle. The catheter was removed and replaced. There was no reported patient injury.